Event description:
Reporter stated the customer received results of 61-74 mg/dl on her aviva system on (B)(6) 2015. Around 6:00 a.m. The next day, she felt dizzy and disoriented and ate glucose tablets. She received a result of 61 mg/dl on her aviva system at 6:24 a.m. She took a taxi to the hospital and arrived around 7:00 a.m. Her blood glucose was 390 mg/dl on the hospital meter and 421 mg/dl with a blood test analysis. She was treated insulin and serum and admitted for 1 day. The alleged product is not available to return for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device will not be returned.